Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10. Proposed code: mechanical (g04) stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: at 6 weeks follow-up patient had moderate pain and taking medication. Able to walk unlimited distance without support. No limp, leg length equal. At 1 year follow-up, mild-moderate pain at rest, no medications required. Able to walk unlimited distance without support, slight limp, leg length equal. At 2 year follow-up, mild pain, daily nsaid. Able to walk unlimited distance without support. At 5 year follow-up, slight/mild intermittent pain, taking prn nsaid and daily flexeril. Able to walk 6 blocks without support. Slight limp, leg length equal. All radiograph evaluations during the follow-ups were normal. Complication of right hip pain reported, physical therapy and steroid injection as treatment and reported as resolved. Study completed, no complications at time of last contact. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, the patient experienced right hip pain which required physical therapy and steroid injection as treatment and the issue was resolved. The patient completed the study per protocol with all initial product remaining in place and no further device or procedure related complications. Additional details are not available at this time.

Manufacturer narrative:
(B)(4). D10: 00784803300 modular neck c 12/14 neck taper use with +0 heads only 60645761 00801803602 femoral head sterile product do not resterilize 12/14 taper 60756675 00620005822 shell porous with cluster holes 58 mm o.d. 60724843 00631005836 liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell 60745234 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 60771741 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.